Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure the customer's expressew iii with hook tip was bent and the expressew iii needle was jammed inside the device. The sales rep stated it was unknown how the device became bent. The needle could not be removed from the device. The sales rep stated nothing broke off in the patient. The case was completed with a competitor's device with no patient harm or delays. The sales rep could not provide a lot number for the expressew iii needle. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the device lower jaw. The rest of the needle is jammed inside the shaft of the device. Hence this complaint can be confirmed. Upon closer observation, it appears that the lower jaw have been deformed/bent. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54817.